Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv had unregulated flow issues when connected to the IV pump. The following information was provided by the initial reporter: "infusion set failed to follow rate of pump and was freeflowing when in IV pump".

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the infusion set failed to follow the rate of the pump and was free flowing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 21016016 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv had unregulated flow issues when connected to the IV pump. The following information was provided by the initial reporter: "infusion set failed to follow rate of pump and was freeflowing when in IV pump"